Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 406 mg/dl at the time of the incident and the current blood glucose level was 406 mg/dl. Customer not alleging that the insulin pump was under delivering. Customer was treated with insulin pump for high blood glucose. Customer feel ok trouble shoot high blood glucose. Customer was neither in emergency room, nor admitted into hospital because of high blood glucose. Customer also stated drive support cap was normal. Customer wishes to perform the hp test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in the summary section with this report.

Event description:
It was reported that the insulin pump was not in use for 48 hours prior to the time of the incident.